Event description:
The customer reported a bad video output.

Manufacturer narrative:
(B)(4): the customer reported a bad video output. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.